Manufacturer narrative:
-The device that was intended for use in treatment was not returned for evaluation with all information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or connection issue. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that there was a fluid free flowing from the irrigation set out of the connector port. A new handpiece was set up and once it was primed, there was fluid coming from the port connection on the console. Did not use the handpiece after this. No patient impact reported.